Event description:
Same case as 2134265-2015-01620 and 2134265-2015-01621. It was reported that automatic pullback failure has occurred. During an unknown procedure a motor drive unit(mdu) was used in conjunction with an opticross imaging catheter to diagnose an unknown target lesion. Prior to the procedure test imaging was performed but the mdu5 plus recognized the opticross as atlantis pv 15mhz and this device did not perform pullback properly. Re-imaging was performed, but the same issue had occurred. The procedure was completed by rebooting the ilab and reconnecting the catheter and sled. No patient complications reported and the patient's condition is unknown.

Manufacturer narrative:
(B)(4). Device evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Manufacturer narrative:
Device evaluated by manufacturer: the complaint device was received for evaluation. Evaluation of the returned device revealed that the unit meets specifications for mdu-5 plus qc functional test. No error messages were observed during the test. In addition, the unit successfully passed image and pullback test. No issues or defects were observed during product analysis of the returned device. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The root cause is not confirmed as there was no evidence of the alleged issue or any anomalies which could have contributed to the reported difficulty. (B)(4).

Event description:
Same case as 2134265-2015-01620 and 2134265-2015-01621. It was reported that automatic pullback failure has occurred. During an unknown procedure a motor drive unit(mdu) was used in conjunction with an opticross imaging catheter to diagnose an unknown target lesion. Prior to the procedure test imaging was performed but the mdu5 plus recognized the opticross as atlantis pv 15mhz and this device did not perform pullback properly. Re-imaging was performed, but the same issue had occurred. The procedure was completed by rebooting the ilab and reconnecting the catheter and sled. No patient complications reported and the patient's condition is unknown.